Event description:
The patient reported that blood glucose levels reached 600 mg/dl while wearing the pod between 5 and 24 hours on the arm. The cannula was reported as kinked and not inserted into the skin, and insulin was reportedly leaking during wear. The patient corrected with an insulin pen and resumed treatment with a new pod. No medical assistance was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.